Event description:
I have used poligrip denture cream since 2005. I began to experienced pain in my arms and hips, hands and had feet numbness. I began falling due to the loss of my balance and fell 18 times over the next 1 1/2 years. I am in severe pain and tried using a walker to help with my balance but I seem to fall back and the walker would come on top of me causing more problems. I have broke my tale bone, my foot, and have compression fractures in several places. I was watching good morning america and heard about the zinc poisoning and stopped using the poligrip on that day. I went to the doctor and had some test run on the copper and zinc levels. I had not used the poligrip for 4 weeks and the levels for the copper level that was low and the zinc was 111. My life has changed to a life of pain and suffering and after visits to many doctors that don't seen to understand much about zinc poisoning from poligrip, I have to take pain medicine and be care for by my children. I have neuropathy in my feet and have a lot of balance issues due to the numbness. If poligrip has caused this in my life, I hope that the FDA takes a big step into the prevention of this happening to anyone else. My hope is that I will get better but until that day I hope that this does not happen to another person. I have 2 tubes of poligrip with a 2005 date on it and one with 2008. I know that I have used it 2-3 times a day while I battled loose bottom plates. I also have seen many doctors about my pain and have not found any reason that I should hurt like I do and have the balance issues. I have also had physical therapy several times and home health care to come to my house to try to improve my balance problems. My life consist of pain medicine and the loss of many of the things I used to enjoy. The pain in my hands prevents me from holding my great grand children and playing cards and scrabble. I always hoped my last years would be spent doing the things I enjoyed and not in total pain. Frequency: 2 - 3 times per day, route: po. Dates of use: (B)(6)2005 - (B)(6)2009. Diagnosis or reason for use: to keep dentures stable. Event abated after use: no.